Event description:
Additional information was received which indicated that the hematemesis was result of a gastrointestinal bleed. The cause of the bleeding was not reported. One unit of packed red blood cells was required. Regarding the altered mental status, a stroke was not confirmed. The altered mental status was further reported as an encephalopathy event.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional review of the event showed there is no information to reasonably suggest that the device in this report may have caused or contributed to a death, or serious injury, or malfunctioned. Altered mental status due to encephalopathy and hematemesis in the setting of a gasgtrointestinal bleed are not listed in risk management or the device instructions for use; the valve can be excluded as a contributing cause. Electrolyte imbalance (elevated ammonia level) can be related to any surgical procedure; however, is not a specific result of the medtronic valve. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Updated data: h6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 26 days following the implant of this transcatheter bioprosthetic valve, the patient was admitted to a hospital with hematemesis and an altered mental status. A computed tomography (CT) scan was performed and was negative. The patient was noted to have elevated ammonia levels. The patient was transferred to another hospital the day after presenting with worsening hematemesis. A blood transfusion was administered. Per the physician, the event was related to the valve and the valve implant procedure. The altered mental status and hematemesis were reported as recovered nine days after onset. Additional information was received which indicated that the hematemesis was result of a gastrointestinal bleed. The cause of the bleeding was not reported. One unit of packed red blood cells was required. Regarding the altered mental status, a stroke was not confirmed. The altered mental status was further reported as an encephalopathy event.

Event description:
Medtronic received information that 26 days following the implant of this transcatheter bioprosthetic valve, the patient was admitted to a hospital with hematemesis and an altered mental status. A computed tomography (CT) scan was performed and was negative. The patient was noted to have elevated ammonia levels. The patient was transferred to another hospital the day after presenting with worsening hematemesis. A blood transfusion was administered. Per the physician, the event was related to the valve and the valve implant procedure. The altered mental status and hematemesis were reported as recovered nine days after onset.

Manufacturer narrative:
Continuation of d10: product ID {dcs-c4-18fr }; product lot/serial number (B)(6); product type: {delivery catheter system (dcs)}; implant date {na}; explant date {na} product ID {cls-3000-18fr}; product lot/serial number (B)(6); product type: {compression loading system (cls)}; implant date {na}; explant date {na}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.